Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Low pump flow occurred. The cp was removed and no clot was observed. The impella was exchanged. No patient harm was reported.

Manufacturer narrative:
The investigation of low pump flow has been completed. The impella device was not returned for evaluation. The data logs confirmed the failure mode and clinical narrative. The logs showed after the pump started, during ramp up, multiple motor current spike events occur with a drop in pump flows post the motor current spike. This low flow event remained to the rest of the case. Based on clinical description and data review, the root cause of low flow was most likely due to biomaterial ingestion. B.7 information was added that was inadvertently omitted from the initial manufacturer device report number 1220648-2025-26706. E.1 added facility name as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-26706. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26706 as it is unknown if the initial reporter also sent the report to the food and drug administration.